Event description:
A (B)(6) y/o f underwent a left total hip arthroplasty after the procedure a retained foreign body (rfb) was identified on the postop x-ray. The rfb is believed to be a piece from the flexible drill shaft that is manufactured by zimmer biomet. The surgeon disclosed the rfb to the patient and the decision was made for the patient to return to the operating room for an exploratory procedure to retrieve the rfb. The surgeon was unable to retrieve the rfb. The site has sequestered the flexible drill shaft and is currently in possession of said item. FDA safety report ID # (B)(4).